Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, during pre-delivery inspection of an out of the box ventilator, the oxygen sensor was found to be damaged. There was no report of patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.